Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Further investigation revealed corrosion damage to the press plug and the mid speed motor. The parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro reciprocating saw was sent in for repair due to overheating prior to a procedure. No adverse event was reported; another device was used for the procedure.